Event description:
It was reported that this pacemaker exhibited oversensing due to myopotential noise on this right ventricular (rv) lead. This declared a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar due to low out of range pace impedance measurements. Loss of capture (loc) and pacing inhibition greater than two seconds were also noted. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited oversensing due to myopotential noise on this right ventricular (rv) lead. This declared a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar due to low out of range pace impedance measurements. Loss of capture (loc) and pacing inhibition greater than two seconds was also noted. Additional information was received that a lead revision was performed and this rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.